Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, device evaluation found no image was displayed. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the static image and no image displayed was a leak in the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the gastrointestinal videoscope showed static when connected to the processor. The issue occurred during setup, before the patient was in the room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.